Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading at the time of admittance was 23 mg/dl. The customer stated that she was also pregnant. The perceived cause of low blood glucose was unknown, but the customer stated that she thought she had too many carbohydrates and too much insulin for the food she had eaten. She also reported that her husband observed her sweating and becoming unconscious, so he tested her blood glucose. He stated that he could not get her to respond, so he treated her with a glucagon shot before calling emergency medical services. The customer wore the insulin pump while in the hospital and was induced to have the baby 2 days into the hospitalization. She was discharged a few days after giving birth. Nothing further reported.